Manufacturer narrative:
(B)(4). Initial MDR submitted on 12/17/2018 under MDR# 3003737899-2018-00181. The submissions failed with FDA error message of "manufacturer number is not valid". This MDR re-submitted using a different manufacturer (chihuahua) registration number.

Event description:
The customer reports the PICC was placed on (B)(6) 2018. The patient came into the ed ((B)(6) 2018) because there was a hole in the extension line. The nurse flushed the PICC and confirmed that it was leaking saline from a hole in the extension line.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC was placed on (B)(6) 2018. The patient came into the ed ((B)(6) 2018) because there was a hole in the extension line. The nurse flushed the PICC and confirmed that it was leaking saline from a hole in the extension line.